Event description:
It was reported that the pump was replaced due to "battery depletion". It was also added that on (B)(6) 2011, there was inability to aspirate fluid from the device, about 1 ml was aspirated. Patient experienced no signs/symptoms because of this; patient outcome following replacement was noted as resolved without sequelae as of (B)(6) 2011. Drug delivered via the device was baclofen 500 mcg/ml at a daily dose of 98.87 mcg.

Manufacturer narrative:
Catheter model: 8731, (B)(4), implanted on: (B)(6) 2005, explanted on: unk.

Manufacturer narrative:
Final analysis of the pump revealed high battery resistance. Eri occurred on (B)(6)-2012 and due to time progression. (B)(4).